Event description:
It was reported that an outback cto catheter could not cross the tortuous and calcified iliac artery. The target lesion was the superficial femoral artery (sfa). Therefore, the physician attempted to re-enter the lesion by wiring. It is unknown how the procedure was completed; however, the lesion was treated successfully. There was no patient injury reported. The device was returned for analysis. Preliminary device evaluation revealed that the needle was protruding and the distal tip was detached and not included. It is unknown if there was resistance or difficulty removing the device from the patient. Contralateral approach was used. There was no damage/anomaly noted to the outback device prior to opening the package or inserting the device into the patient. There was no difficulty advancing the device over the guidewire. All specified ports of the device were properly flushed. An unknown guidewire was used. The needle/cannula was fully retracted prior to insertion of the wire. It was stated by the affiliate that the physician is proficient with the use of the outback.

Manufacturer narrative:
The gender of the patient is unknown. The device was returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt. The product analysis is as follows: one non sterile catheter outback was received coiled inside a plastic bag. The cannula was received partially deployed. The nosecone was ripped and not received with returned device. A bent was noted near the tip of the catheter. An attempt to retract cannula was made; however, this could not be done. This could be related to the bent found in the device. Functional test was not performed due to the condition of the cannula. DHR review results was not performed since the lot number was not provided. The failure "catheter tip/distal tip fractured-separated" reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; however, an investigation has been initiated for this issue. The reported "tracking difficulty" could not be confirmed since the functional test could not be performed. The reported "retraction difficulty" was confirmed, the failure could be related to the bent found.

Manufacturer narrative:
Complaint conclusion: it was reported that an outback cto catheter could not cross the tortuous and calcified iliac artery. Therefore, the physician attempted to re-enter the lesion by wiring. There was no patient injury reported contralateral approach was used. The target lesion was the superficial femoral artery (sfa). The reporter indicated that the lesion was treated successfully. The device was returned for analysis. Preliminary device evaluation revealed that the needle was protruding and the distal tip was detached and not included. Additional investigation regarding these findings indicated that the user did not experience separation of the distal tip or needle actuation issues during use of the device. There was no damage/anomaly noted to the outback device prior to opening the package or inserting the device into the patient. There was no difficulty advancing the device over the guidewire. All specified ports of the device were properly flushed. An unknown guidewire was used. The needle/cannula was fully retracted prior to insertion of the wire. It is unknown if there was resistance or difficulty removing the device from the patient. It was stated by the affiliate that the physician is proficient with the use of the outback. One non-sterile catheter outback was received coiled inside a plastic bag. The cannula was received partially deployed. The nosecone was ripped and not received with returned device. A bent was noted near the tip of the catheter. An attempt to retract cannula was made, however this could not be done, this could be related to the bent found in the device. Functional test was not performed due to the cannula condition. DHR review results was not performed since the lot number was not provided. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The cause of the failure catheter tip/distal tip fractured-separated found during analysis was not determined as the inner liner present marks of welding. The cannula- retraction difficulty found during analysis could be related to the bent in the shaft. Based on the information available for review, the patient¿s anatomy and procedural factors are most likely contributing factors to the tracking difficulty reported resulting in the separation of the distal tip. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.